Event description:
It was reported that two er320's were used during an unk procedure. It was reported by the affiliate that the clip spitted (ejected), but did not fall into the pt. A new clip applier was used to complete the case. There was no consequence to pt.